Manufacturer narrative:
Siemens filed initial MDR 2432235-2023-00196 on 28-jun-2023 and first supplemental report on 24-jul-2023. Additional information (24-jul-2023): in subsequent visits, a siemens customer service engineer (cse) rebuilt the sample probe pump panel and replaced the drains at reagent probe 1 (r1), reagent probe 2 (r2), and sample probe 1 (s1). The cse also replaced and aligned the photometer and ran service method tests (smts), a quick check, and quality controls (qcs). Then, the cse cleared a broken cuvette from the cuvette loader chute, replaced the r2 pump panel, performed an air elimination procedure, and ran quick check and mix tests. Next, the cse replaced the reagent preparation probe transducer assembly, replaced and auto aligned the photometer, and ran quick check and qcs. A manual cuvette wash leak test was processed and passed, and all probes were acceptable. Subsequently, the cse replaced the horizontal and vertical motors, belts, mounting brackets, the coupler at the sample probe, and the sample mixer. The sample probe and the integrated multisensor technology (imt) probe were auto aligned, an alignment test was performed in diagnostics, and mixer tests, a quick check, and qcs were run. A review of the instrument data indicates low mix check values indicating a sample mix issue that was resolved during the service visits. The sample mix issue potentially contributed to the falsely depressed carbon dioxide (co2) results. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2023-00196 on 28-jun-2023. Additional information (29-jun-2023): a siemens customer service engineer (cse) subsequently returned to the customer¿s site. The cse replaced the aliquot probe, aligned the aliquot probe and reagent shuttle 2, and ran quick check and mix and fluidics tests, which recovered acceptably. Then, the cse ran the cuvette wash (cw) leak test 30 times, which passed, and confirmed that water purification module (wpm) feed and product temperatures were within specifications. The cse also power flushed the integrated multisensor technology (imt) system and ran quick check and quality controls (qcs). Subsequently, the cse replaced the solenoid valves at all probes on the cuvette washer, ran quick check and cw leak test 30 times, and ran qc, which were acceptable. Then, the cse replaced the cw wash pump panel pumps and valves and replaced the manifolds at cw probes. Quick check and qcs were run. The customer also replaced the reagent probe 1 (r1) mixer, which resolved the issue. Siemens further reviewed the incident. Siemens determined that the r1 mixer potentially contributed to the falsely depressed carbon dioxide (co2) results. The component code in section h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center to report that falsely depressed carbon dioxide (co2) results were obtained on patient sample(s) on a dimension vista 500 instrument. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse ran the mix, overmix, and alignment tests on sample probe 1 (s1), reagent probe 1 (r1), and reagent probe 2 (r2). All tests for s1 and r2 passed; r1 mix and alignment test results were out-of-range. The cse replaced the r1 vertical belt and repeated the tests for r1. Based on the results, the cse replaced the r1 mixer primary control assembly (pca), the r1 and r2 pcas and manifolds assemblies, and the aliquot probe refresh pump. Then, the cse ran quick check and r1 mix tests. In a subsequent visit, the cse ran mix, overmix, and alignment tests on s1, r1, and r2 and all tests passed. Due to intermittent errors on the instrument, the cse also rebuilt the pump panels at r1 and r2 and ran quick check and quality control (qc), which recovered acceptably. The cause of the falsely depressed co2 results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Falsely depressed carbon dioxide (co2) results were obtained on patient sample(s) on a dimension vista 500 instrument. The erroneous results were not reported to the physician(s). The samples were repeated on the initial dimension vista 500 instrument. The repeat results recovered higher than the erroneous results. The repeat results were reported as the correct results to the physician(s). The customer did not provide the co2 results obtained on patient sample(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed co2 results.